Event description:
During the procedure the shaft of the delivery system broke.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed on this patient who presented with a lesion in the proximal and distal circumflex. The lesions were described as calcified and moderately tortuous with 75% stenosis. Pre-dilation was conducted with a 2.5x15mm voyager balloon and ivus was conducted. A 3.0x23mm cypher was delivered to the target lesion but the physician felt slight friction. The physician vibrated the unit for delivery to the target lesion. Although the delivery was successful, the proximal end of the shaft kinked and there was a snapping noise. A different 3.0x18mm cypher was deployed instead and another 3.0x18mm cypher was delivered proximal to the initial cypher stent. Please noted that this product is not distributed. However, it is similar to the distributed cypher sirolimus drug eluting stent. This product was reported to be available for testing and evaluation, but has not yet been received by the manufacturer. Additional information was also requested and will be submitted within 30 days upon receipt.